Event description:
It was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with this eluvia drug eluting stent as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa), left mid sfa, and left distal sfa, with 5.2 mm proximal reference vessel diameter and 5.2 mm distal reference vessel diameter with 20 mm lesion length with 100% stenosis. Treatment of the target lesion was performed by placement of 7 mm x 150 mm eluvia drug eluting stent and dilation using 6 mm x 150 mm ranger drug coated balloon, study devices. Following treatment was performed by placement of 6 mm x 150 mm eluvia drug eluting stent and 6 mm x 60 mm non-boston scientific drug eluting stent. Post procedure, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2025 occlusion noted in the left common femoral artery and stenosis noted in the left proximal sfa and were accessed by longitudinal arteriotomy from the left common femoral artery to proximal sfa. Followed by endarterectomy was performed and arteriotomy was closed with bovine pericardial patch. On (B)(6) 2025 the subject was discharged from the hospital on plavix. It was further reported that the adverse events were not related to the study devices. It was confirmed that the left sfa was treated with eluvia 7 mm x 150 mm.

Manufacturer narrative:
A2: patient age: 76 years old (at the time of enrollment).

Event description:
It was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with this eluvia drug eluting stent as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa), left mid sfa, and left distal sfa, with 5.2 mm proximal reference vessel diameter and 5.2 mm distal reference vessel diameter with 20 mm lesion length with 100% stenosis. Treatment of the target lesion was performed by placement of 7 mm x 150 mm eluvia drug eluting stent and dilation using 6 mm x 150 mm ranger drug coated balloon, study devices. Following treatment was performed by placement of 6 mm x 150 mm eluvia drug eluting stent and 6 mm x 60 mm non-boston scientific drug eluting stent. Post procedure, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2025 occlusion noted in the left common femoral artery and stenosis noted in the left proximal sfa and were accessed by longitudinal arteriotomy from the left common femoral artery to proximal sfa. Followed by endarterectomy was performed and arteriotomy was closed with bovine pericardial patch. On (B)(6) 2025 the subject was discharged from the hospital on plavix.

Manufacturer narrative:
A2: patient age: 76 years old (at the time of enrollment).

Event description:
It was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with this eluvia drug eluting stent as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa), left mid sfa, and left distal sfa, with 5.2 mm proximal reference vessel diameter and 5.2 mm distal reference vessel diameter with 20 mm lesion length with 100% stenosis. Treatment of the target lesion was performed by placement of 7 mm x 150 mm eluvia drug eluting stent and dilation using 6 mm x 150 mm ranger drug coated balloon, study devices. Following treatment was performed by placement of 6 mm x 150 mm eluvia drug eluting stent and 6 mm x 60 mm non-boston scientific drug eluting stent. Post procedure, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2025 occlusion noted in the left common femoral artery and stenosis noted in the left proximal sfa and were accessed by longitudinal arteriotomy from the left common femoral artery to proximal sfa. Followed by endarterectomy was performed and arteriotomy was closed with bovine pericardial patch. On (B)(6) 2025 the subject was discharged from the hospital on plavix. It was further reported that the adverse events were not related to the study devices. It was confirmed that the left sfa was treated with eluvia 7 mm x 150 mm.

Manufacturer narrative:
A2: patient age: 76 years old (at the time of enrollment). Corrections to: h6 patient codes, impact codes.